Event description:
A medtronic ent representative reported that, while in a polyps-sinus procedure, the surgeon alleged an inaccuracy - no specific measurement was provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the site upgraded their software and computer and there were no issues noted after the upgrade. The system archives were unavailable for evaluation because the computer had been upgraded. The rep stated that it wasn't the head frame being bumped that caused reported event. He has covered several surgeries and there have not been any issues with accuracy since the computer upgrade.

Manufacturer narrative:
Patient identifier and patient weight were not made available from the site.(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.